Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarm. Customer stated that insulin pump turned off and restarted, and rewind was okay. No harm requiring medical intervention was reported. The device will be return for analysis.

Manufacturer narrative:
Retainer ring = black case type = customer returned device for alleged post-reset ram crc alarm, history pointers failed. The history pointers are corrupted. And history pointers failed. The history pointers are corrupted. Found on august 17, 2022. The device passed the displacement test, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. No history pointers failed. The history pointers are corrupted. Pump history pointers failed. The history pointers are corrupted. And post-reset ram crc alarm alarms noted during test. History pointers failed. The history pointers are corrupted., history pointers failed. The history pointers are corrupted. And post-reset ram crc alarm was noted in device downloaded history on august 17, 2022 at 09:00:25.000, august 17, 2022 09:00:36.000 and august 17, 2022 at 09:01:12.000 and august 17, 2022 at 09:01:12.000 respectively. Device was cut open to perform visual inspection and found evidence of moisture damage on electric board 1. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked and corroded battery tube. History pointers failed. The history pointers are corrupted., history pointers failed. The history pointers are corrupted. And post-reset ram crc alarm were not confirmed. Device exposed to moisture confirmed at electric board1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.